Event description:
Additional information received reported that the patient had an appointment set for (B)(6), 2013.

Event description:
It was reported that the patient had spoken with her doctor and the manufacturer representative about replacing the leads. The patient stated that she wanted another battery to be implanted when she underwent the procedure to replace the leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns with device or therapy but working with a doctor or manufacturer's representative. An appointment was noted as "upcoming." It was noted the permanent device was "lousy" compared to the temporary device, which was "great."